Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The customer found gel on the sample probe. A field representative went onsite and was unable to determine a cause, but stated there was a possible issue with the sample integrity. Further investigation by the manufacturer found the cause was most likely the issue with the sample probe as it was resolved by the replacement of the probe. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the cobas c501 analyzer. There was an erroneous result for glucose hk gen.3 and an erroneous result for calcium gen.2 for one patient. The patient's age, gender, and weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.